Event description:
During a water soluble barium enema, there was a perforation of the pt's colon. During a retrospective review of this incident, finalized 5/24/99, it was determined that the root cause of the perforation was a clamp on the barium enema bag that did not hold in the closed position. A letter with a copy of the medwatch form will be sent to the MFR. The radiology dept is now using two clamps on the e-z-em enema bag, to prevent any future occurrences.